Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ mini pen needle 5mm (3/16¿) 31g experienced a mix of product types in a pack. Product defect was noted prior to use. The following information was provided by the initial reporter:material no. 320119 batch no. 8045761.pharmacist reported, the consumer purchased "mini pen needles, 5mm" but when the box was opened, he found 'short pen needles, 8mm" inside.stated, the box reads, bd ultra fine mini pen needles but the wrong product is inside, (100 count). Stated, non were used.stated, consumer returned the box to his store and pharmacist replaced it.date of event: 2020-06-27

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: customer returned (79) sealed 8mm, 31 pen needles from lot # 7164621 with a shelf carton for 5mm, 31g pen needles from lot # 8045761. Customer states that purchased "mini pen needles, 5mm" but when the box was opened, he found 'short pen needles, 8mm" inside. Lot # 7164621 was manufactured in june 2017. Lot # 8045761 was manufactured in february 2018. A product mix between lot # 7164621 and lot # 8045761 would most likely not occur during the manufacturing process. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd ultra-fine¿ mini pen needle 5mm (3/16¿) 31g experienced a mix of product types in a pack. Product defect was noted prior to use. The following information was provided by the initial reporter: material no. 320119 batch no. 8045761. Pharmacist reported, the consumer purchased "mini pen needles, 5mm" but when the box was opened, he found 'short pen needles, 8mm" inside stated, the box reads, bd ultra fine mini pen needles but the wrong product is inside, (100 count). Stated, non were used. Stated, consumer returned the box to his store and pharmacist replaced it date of event: 2020-06-27.